Event description:
It was reported that the insulin pump has a cracked lcd screen. It was also reported that the customer cannnot see anything on the screen. Customer's blood glucose reading was 130 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Cracked and bleeding lcd glass noted.